Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by fresenius medical care north america. A peritoneal dialysis (pd) patient contacted fresenius customer service to report that she has an allergic reaction but she is not sure if it's the micropore paper tape or the gauzes. Ref report: mw5162460.